Event description:
It was reported that the programmer batteries went dead. After the patient replaced, the batteries they had a screen on the programmer with a little symbol, a question mark, and the programmer.

Manufacturer narrative:
Product ID 3093-28, lot# v901067, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that there was an end of service (eos) message. The patient experienced a return of her symptoms two weeks prior to the report. Additional information received reported the cause of the event was unknown, but attributed to the implantable neurostimulator (ins). It was noted the patient had no stimulation and was unable to connect to the ins with the remote or reprogrammer. It was further noted the ins was prematurely depleted and replaced on 2013-(B)(6). It was noted the patient did not require hospitalization due to the event and the patient outcome was no injury.

Manufacturer narrative:
(B)(4).